Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, during preparation of the 2.25x23 mm xience skypoint stent delivery system (sds), the tip separated. There was no reported device use or patient involvement. Another same size xience skypoint sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation (tip). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a